Manufacturer narrative:
H6: wedge band bent, wedge band bypass h3. Evaluation summary: one ez45g device was returned with no visual non-conformances and no cartridge loaded. The device was tested for functionality with a test cartridge and it resulted in a wedge band bypass. The device was disassembled to verify the condition of the internal components and the wedge band was bent; no other anomalies were noted.

Event description:
It was reported that he received device back with note that said "broken, did not fire." No further information is available. No patient consquence reported.